Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information identified the lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an debridement and suture procedure to treat trauma of the right lower limb on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and no issues were found. Investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and needle pull strength and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined.